Manufacturer narrative:
(B)(4). Device evaluation pending - issue is being reported due to associated outcome.

Event description:
It has been reported that the device was deployed for use and pt was not resuscitated.